Event description:
It was reported the device was subject to the ellipse implantable cardioverter defibrillator advisory of (B)(6) 2019. Explant of the device has been performed. The patient was fine throughout the procedure.

Manufacturer narrative:
Additional information: analysis was normal. No anomaly was found. The device is included in the ellipse implantable cardioverter defibrillators (icds) advisory notice issued by abbott on 20 june 2019.